Manufacturer narrative:
The customer's complaint of black insulation peeling off was confirmed. One of the insulators did migrate into the shaft slightly but also is missing a piece. The nicks and gouges in that insulator would indicate that the device was roughly handled and perhaps rubbed up against another device. This is not a manufacturing issue.

Event description:
The surgeon was performing a laparoscopic hysterectomy. A piece of the insulation did fall off the device and into the patient during the procedure. The piece was not found and was not removed from the patient. The patient was discharged.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the DHR review performed. Based on the DHR review the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.